Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was displayed red x's on the ecgs and therapy pads and continuously displaying check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages and check therapy pad messages) have been confirmed. Upon receipt the monitor case was cracked and there was a low internal resistance between pins 3 and 4 on component q701. Q701 is a dual n and p channel mosfet. The low internal resistance caused the driven ground relay to activate and open the driven ground signal. The cause for the messages was the open driven ground signal. The root cause for the low internal resistance on q701 cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.